Manufacturer narrative:
Pump failed to vibrate check on self test due to broken black vibrator motor wire. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and missing end cap sticker.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that customer experienced absence of vibrate on insulin pump. After troubleshooting, manlfuction persist. Customer was advised that insulin pump would need to be replaced. No further information provided.